Manufacturer narrative:
(B)(4). The device has not yet been returned for analysis. This report will be updated should additional information become available or if the device is returned and analysis is completed.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) went to clinic because she was not feeling well. Upon device interrogation, it was determined the device was in safety mode. The crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of transient corruption.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) went to clinic because she was not feeling well. Upon device interrogation, it was determined the device was in safety mode. The crt-p was explanted and replaced. No additional adverse patient effects were reported.